Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after undergoing a bhr on (B)(6) 2009 due to right hip osteoarthritis. Patient suffered from right hip cup instability. This adverse event was addressed by conducting a revision surgery on (B)(6) 2009, during which the acetlr cup hap 60mm w/ imptr was explanted. In addition, while doing the procedure, when the hip was dislocated and it was found that the cup was really vertical and retroverted. The cup was extracted using one wire threaded through the hole in the cup. It was tried to get the same cup back on again using the wire inserter, however, there was great difficulty in getting that cup in because of instability of the inserter itself. A addressing was put on and the patient was transferred to the bed and taken to the rr without any complications. Postoperative x-ray confirmed that the cup prothesis was in good condition and his postoperative exam in the rr showed that the sciatic nerve was normal.